Event description:
It was reported that an ilet user experienced loss of glucose readings on both the ilet app and pump with a paired dexcom g7 after a firmware update, with the pump remaining in a prolonged pairing state and no values displayed while the user was away from the device during a shower; upon reconnection, readings resumed. Symptoms included temporary absence of sensor glucose data. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed that the signal loss was transient and associated with user-device separation during pairing, with normal function restored after reconnection. It was concluded that the device functioned as intended and that no device malfunction was identified.